Event description:
Unomedical reference number 1(B)(4). Event occurred in israel it was reported that the patient had high blood glucose level of 500 mg/dl. Also, the patient had confusion. Therfore, the patient was hospitalised on (B)(6) 2024. During hospitalisation, the patient received insulin infusion. The patient stayed in hospital for three days. No further information available.

Manufacturer narrative:
Patient city: (B)(6).